Event description:
It was reported that device was having issues with channel 3 and 4. Device should indicate non-nerve but will only display nerve when in use. This was confirmed by the ent rep. There was no patient impact.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 8253200, serial/lot #: (B)(6), UDI#: (B)(4), img code g02005. H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. H4: manufacturing date for product ID: 8253200, serial #: (B)(6) is 30.01.2017. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3:analysis found no fault with the device product ID: 8253001 analysis for product ID: 8253200, found worn wave washers. Broken screw boss in bottom housing. Could not confirm the customer's complaint. H6: previously submitted fdr code c0601 and fdc code d02 are applicable for product ID: 8253200. Additional code img g02005 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.